Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the right atrial (ra) lead exhibited noise and low p waves sensing. No changes or interventions were done; the ra lead will continue to be monitored. The patient was in stable condition.